Manufacturer narrative:
The field service engineer replaced the measuring cell and found a blocked mixer wash station that prevented the mixer from drying, causing carryover of water into the reagent. The mixer issue was resolved. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The folate reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys folate iii on a cobas e 801 module. The sample initially resulted in a folate value of 6 ng/ml. The sample was repeated on a second analyze on (B)(6) 2026, resulting in a value of 4 ng/ml.